Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (daughter) for the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high in comparison to feelings / normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter alleged the inaccuracy began on (B)(6) 2016, 05:30am when he obtained alleged inaccurate high blood glucose results of "600 and 374mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter claimed the patient manages his diabetes with insulin (self-adjuster) and made no change to his usual diabetes management routine as a result of the alleged product issue. On (B)(6) 2016, 07:00am the reporter claimed that the patient became "unresponsive". On (B)(6) 2016, 07:15 07:30am, the reporter detailed that the emergency medical services (ems) were called and the patient was treated by an hcp with "IV glucose". At "7:30 7:45am" ems obtained a blood glucose result from the patient of "20mg/dl on the ems meter. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The patient no longer had test strips. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.